Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient had cerebrospinal fluid leak during permanent implant. Blood patch was done. The patient¿s lead was removed.